Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button one of a 6/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. The device was removed, and manual compression was performed for twenty minutes to achieve hemostasis. There was no reported patient injury. The device had been prepared and used according to the instructions for use (IFU), and there were no visible signs of device or packaging damage prior to use. The procedure was a percutaneous transluminal coronary angioplasty (ptca) performed via a retrograde approach. The femoral artery was confirmed suitable for closure with an insertion angle of approximately 30¿45 degrees and a vessel diameter greater than 5 mm. No calcium, plaque, or stenosis greater than 50% was observed at the puncture site, and there was no nearby stent or prior closure within 30 days. The physician was certified and experienced in the use of the mynx device. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the button one of a 6f/7f mynx control vascular closure device (vcd) could not be pressed during the procedure. The device was removed, and manual compression was performed for twenty minutes to achieve hemostasis. There was no reported patient injury. The device had been prepared and used according to the instructions for use (IFU), and there were no visible signs of device or packaging damage prior to use. The procedure was a percutaneous transluminal coronary angioplasty (ptca) performed via a retrograde approach. The femoral artery was confirmed suitable for closure with an insertion angle of approximately 30¿45 degrees and a vessel diameter greater than 5 mm. No calcium, plaque, or stenosis greater than 50% was observed at the puncture site, and there was no nearby stent or prior closure within 30 days. The physician was certified and experienced in the use of the mynx device. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves, and no abnormal conditions were observed on the sealant sleeves. Additionally, a 7f cordis avanti catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated and not retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test was performed to evaluate functionality. The unit operated as intended, with the sealant deploying and the balloon retracting as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, buttons 1 and 2 were depressed in the instructed sequence without issue. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be fully depressed without issue during functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.